Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was diagnosed with left foraminal c5/6 cervical disk herniation. On an MRI report dated (B)(6) 2009, the patient plan was an anterior cervical diskectomy and arthrodesis at c5/6 using allograft, bmp, and an anterior cervical plate. On (B)(6) 2009, the patient underwent an anterior cervical microdiskectomy at c5/6 , anterior interbody arthrodesis at c5/6 with synthes machined allograft spacer, infuse bmp, and slim-loc anterior cervical plate. Reportedly, the patient is experiencing chronic neck pain, right shoulder pain, bilateral hand tingling, right arm pain,chronic radiculopathy, and finger numbness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient got admitted for surgery and was diagnosed pre-operatively with ¿left foraminal c5-c6 cervical disk herniation with left upper extremity radiculopathy.¿ patient underwent the following surgery: ¿anterior cervical microdiskectomy and bilateral foraminotomy at c5-c6, anterior interbody arthrodesis at c5-6 with machined allograft spacer, rhbmp-2 bone morphogenic protein, and anterior cervical plate.¿ per-op notes, ¿the interspace was measured at 8 mm and an 8-mm machined allograft spacer was selected. The core was drilled out. A small piece of rhbmp-2 bone morphogenic protein sponge was inserted and it was gently impacted into place under direct visualization.¿